Event description:
Coiling treatment of an aneurysm. It was reported during coil delivery, the coil could not be detached. During removal, the coil detached at approx 2.5cm from the tip of the catheter. Physician was able to push the coil into the aneurysm with the pusher assembly. No pt injury reported.

Manufacturer narrative:
The pusher assembly was returned for eval. No anomalies were found and the eval could not determine the cause of the event.